Manufacturer narrative:
Per tandem's t:slim user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user removed the cartridge when their doctor uploaded their pump data and a cartridge alarm 25 (removed cartridge alarm) occurred. The user reported a blood glucose level of 59 mg/dl and it was addressed glucose tables. The customer successfully loaded a new cartridge.